Event description:
The customer reported false positive alinity I total -hcg result generated by the alinity I processing module for a 36-year-old female (not pregnant) patient. Results were reported to medical provider. The following data was provided. (B)(6) 2025, sid (B)(6); initial results= 41.120 iu/l (positive), repeat results on (B)(6) 2025 = 2.3 iu/l (negative). (Reference range = 5.00 iu/l is negative, = 25.00 iu/l is positive): there was no impact to patient management was reported.

Manufacturer narrative:
After further investigation, the suspect medical device was changed from alinity I total b-hcg reagent, list # 07p51-30, lot # 76394ud00, abbott ireland diagnostics division, lisnamuck, longford, ireland, n39e932 to alinity I processing module, list number 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038 on (B)(6) 2025. MDR number 3016438761-2025-00731-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
A1: patient identifier: complete sample ID: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I total -hcg result generated by the alinity I processing module for a 36-year-old female (not pregnant) patient. Results were reported to medical provider. The following data was provided. On (B)(6) 2025, sid: (B)(6); initial results= 41.120 iu/l (positive), repeat results on (B)(6) 2025 = 2.3 iu/l (negative). (Reference range = 5.00 iu/l is negative, = 25.00 iu/l is positive): there was no impact to patient management was reported.